Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the sentinol self-expanding nitinol vascular stent delivery system (sds) became stuck on the guide wire. The lesion was located in the left iliac artery. The physician attempted to advance the sds to the external iliac artery; however, it became stuck on the guide wire. Therefore, the sds and the guide wire were removed from the patient as one without incident. Outside of the body, the physician attempted to remove the guide wire from the sds. Removal of the guide wire was "extremely difficult" and caused the stent to partially deploy. No patient injuries or complications were reported.